Manufacturer narrative:
Patient¿s weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 357.399, lot #7650378: date of manufacture: 3 april 2014, manufacturing location: (B)(4), expiration date: n/a: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 7650378 of 3.2mm guide wires was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7521788 met all specifications with no issues documented that would contribute to this complaint condition. A product investigation was performed. The 351.27, lot number us98969, 13.0mm cannulated drill bit 300mm was returned with approximately 20 mm (length) of the coupling end tip broken off. This fragment was returned along with the device. This complaint is confirmed. The 357.399, lot number 7650378, 3.2mm guide wire 400mm was returned stuck in the returned 13.0 mm cannulated drill bit (part #351.27 lot #us98969). The portion of the guide wire that is sticking out of the drill bit was observed to be bent. This condition is confirmed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already broken/stuck/bent. The 357.399 3.2mm guide wire 400mm is used to assist in proper/accurate insertion of femoral nails. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined for the guide wire stuck in the drill bit, it is likely that this condition was due to the guide wire being bent at the portion that remains inside the guide wire. Although a definitive root cause could not be determined for the bent guide wire, it is likely that this condition was due to excessive applied force and/or rough handling during surgery. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an opening reamer (13.0mm cannulated drill bit) broke into two pieces at the chuck connection and drill shaft interface during an intramedullary nailing (im) nailing case on (B)(6) 2017. Only an entry guide wire (k-wire) had been inserted at the time, and remains incarcerated in the drill bit. The surgical team had to use a pair of pliers (non-synthes) to retrieve the broken drill bit; it could no longer be connected to the drill. A second instrument set had to be located and opened. There was a reported surgical delay of eight (8) minutes. All fragments were easily retrieved. No additional x-rays required. The procedure was completed successfully with the patient in stable condition. During the manufacturer preliminary investigation it was identified that guide wire was returned stuck inside the cannulated drill bit. The guide wire was also observed to be bent. This condition was re-evaluated and determined to be reportable on august 15, 2017. Concomitant devices reported: k-wire (part # 357.399, lot # unknown, quantity - 1), stryker power drill (non - synthes) (part # unknown, lot # unknown, quantity - 1), plier (non - synthes) (part # unknown, lot # unknown, quantity - 1). This report is for one (1) 3.2mm guide wire 400mm. This is report 2 of 2 for complaint (B)(4).